Manufacturer narrative:
(B)(4).

Event description:
Initial customer complaint reports the spring wire guide (swg) "was found kinked through the needle". Additional information was received that there were two devices used on the same patient with this issue. Additional information reports "(B)(6) 2022 under the guidance of ultrasound, the needle enters the right internal jugular vein smoothly, and the suction is smooth. It is venous blood. After the swg is rinsed with dilute heparin, it is slowly sent from the tail of the ars (syringe). However, the guide wire kinked when enters the needle. It can be seen that the guide wire cannot advance at the juncture of the transparent ampulla of the puncture needle and the steel needle. The guide wire is withdrawn and the venous blood is drawn out repeatedly and smoothly, indicating that the needle is inserted. The puncture needle is normally in the venous cavity, the puncture needle was withdrawn and then pressed with gauze. Therefore a second kit was opened, but the above issue occurred again. The guide wire kinked and could not enter the needle smoothly." A third kit was opened and successfully placed. No patient harm reported. The first swg issue is captured in MDR report# 3006425876-2022-00684.

Manufacturer narrative:
Qn# (B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Event description:
Initial customer complaint reports the spring wire guide (swg) "was found kinked through the needle". Additional information was received that there were two devices used on the same patient with this issue. Additional information reports "2022.7.7 under the guidance of ultrasound, the needle enters the right internal jugular vein smoothly, and the suction is smooth. It is venous blood. After the swg is rinsed with dilute heparin, it is slowly sent from the tail of the ars (syringe). However, the guide wire kinked when enters the needle. It can be seen that the guide wire cannot advance at the juncture of the transparent ampulla of the puncture needle and the steel needle. The guide wire is withdrawn and the venous blood is drawn out repeatedly and smoothly, indicating that the needle is inserted. The puncture needle is normally in the venous cavity, the puncture needle was withdrawn and then pressed with gauze. Therefore a second kit was opened, but the above issue occurred again. The guide wire kinked and could not enter the needle smoothly." A third kit was opened and successfully placed. No patient harm reported. The first swg issue is captured in MDR report# 3006425876-2022-00684.